Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant, pusher and microcatheter were returned for analysis. The introducer was not returned for analysis. No notable conditions or damage were found on the returned microcatheter. Investigation into the returned components found the implant to be separated from the pusher. The strain relief was found in good condition. Additionally, the gold connector of the pusher was found kinked, as well as the hypotube. Further inspection on the implant found that there was deformation and also stretched coils. The pusher was also tested for resistance and continuity. The results of the pusher met the specifications and passed the testing. The heater coil contained no signs of activation using a detachment controller. The separation of the implant is consistent with the device experiencing tensile forces that exceeded the strength of the monofilament. The physical evaluation of the returned components could not determine the circumstances that led up to the separation, but was likely the result of the coil becoming stuck during repositioning. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during placement of an embolization coil in the aneurysm, the coil was withdrawn back into the microcatheter three (3) times for repositioning and then it unexpectedly detached. The detached coil segment was retrieved with a solitaire stent without incident. There was no reported patient injury.